Manufacturer narrative:
(B)(4). Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that the needle 18ga 1in blunt fill sla broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation of medication introduction of needle in ampoule vial the needle broke."